Manufacturer narrative:
This case was initially received via laypress on (B)(6) 2018. The most recent information was received via regulatory authority (food and drug administration, reference number: mw5083161) on (B)(6) 2019 and was distributed on (B)(6) 2019 (duplicate detection). This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("continuous pelvic pain") in a female patient who had essure (batch no. B44010) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: iud. Past adverse reactions to the above products included dysmenorrhoea with iud. On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced ovulation pain ("more pain during ovulation / continuous ovulation pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), menorrhagia ("periods of heavy menses / bleedings were increasing"), metrorrhagia ("spotting between menstruation"), menstruation delayed ("periods of no menses for two months"), menstruation irregular ("menstrual cycle became irregular"), dysmenorrhoea ("constant menstrual pain / menstrual pain / continuous menstrual pain"), menopausal symptoms ("started having menopause symptoms"), headache ("headaches"), hyperhidrosis ("sweats") and alopecia ("hair loss"). The patient was treated with surgery (essure removal (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia, metrorrhagia, menstruation delayed, menstruation irregular, dysmenorrhoea, menopausal symptoms, ovulation pain, headache, hyperhidrosis and alopecia outcome was unknown. The reporter provided no causality assessment for alopecia, headache, hyperhidrosis, menopausal symptoms, menstruation irregular, metrorrhagia, ovulation pain and pelvic pain with essure. The reporter considered dysmenorrhoea, menorrhagia and menstruation delayed to be related to essure. The reporter commented: in 2016, the patient underwent hysteroscopy due to different issues, in which no cysts or adverse issues were discovered. Serious injury (hospitalization/required intervention) was mentioned but not specified and /or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: information and references from deleted cases (B)(4) were transferred to this case. Reporter¿s information was updated and a new reporter was added, insertion and removal dates of essure and lot number were provided, and the events ¿pelvic pain¿, ¿ovulation pain¿, ¿menopausal symptoms¿, ¿headache¿, ¿sweats¿, ¿hair loss¿, ¿spotting between menses¿ and ¿irregular menstrual cycle¿ were added. Amendment on (B)(6) 2019 due to internal review: start sentence of narrative was amended. Case was upgraded to incident with previous follow up, too. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5083161) on 19-dec-2018. The most recent information was received on 13-feb-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("continuous pelvic pain") in a female patient who had essure (batch no. B44010) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: iud. Past adverse reactions to the above products included dysmenorrhoea with iud. On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced ovulation pain ("more pain during ovulation / continuous ovulation pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), menorrhagia ("periods of heavy menses / bleedings were increasing"), metrorrhagia ("spotting between menstruation"), menstruation delayed ("periods of no menses for two months"), menstruation irregular ("menstrual cycle became irregular"), dysmenorrhoea ("constant menstrual pain / menstrual pain / continuous menstrual pain"), menopausal symptoms ("started having menopause symptoms"), headache ("headaches"), hyperhidrosis ("sweats") and alopecia ("hair loss"). The patient was treated with surgery (essure removal (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia, metrorrhagia, menstruation delayed, menstruation irregular, dysmenorrhoea, menopausal symptoms, ovulation pain, headache, hyperhidrosis and alopecia outcome was unknown. The reporter provided no causality assessment for alopecia, headache, hyperhidrosis, menopausal symptoms, menstruation irregular, metrorrhagia, ovulation pain and pelvic pain with essure. The reporter considered dysmenorrhoea, menorrhagia and menstruation delayed to be related to essure. The reporter commented: in 2016, the patient underwent hysteroscopy due to different issues, in which no cysts or adverse issues were discovered. Serious injury (hospitalization/required intervention) was mentioned but not specified and /or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-feb-2019: information and references from deleted cases (B)(4) were transferred to this case. Reporter¿s information was updated and a new reporter was added, insertion and removal dates of essure and lot number were provided, and the events ¿pelvic pain¿, ¿ovulation pain¿, ¿menopausal symptoms¿, ¿headache¿, ¿sweats¿, ¿hair loss¿, ¿spotting between menses¿ and ¿irregular menstrual cycle¿ were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.